Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, mitraclip was inserted into the patient, positioned and was observed that gripper line was snapped. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.